Event description:
This is a spontaneous case report received via regulatory authority (case# mw5039337) in united states on 15-jan-2015 from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. Consumer reported that she experienced pain, cramping, leg pain, joint pain, lower back pain, feeling of burning, and feeling of swelling after using the bathroom. In addition, she informed that all started after having essure inserted and states that, even though it has been over a year, her right tube never closed. Follow-up received on 05-feb-2015: ptc investigation result was provided. Ptc global number: (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality and a lack of efficacy. The reported adverse events considered related are known possible undesirable events and not indicative of a quality deficit per se. A lack of efficacy may occur under the use of any product and is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up information received on 16-apr-2015: the consumer's initials were provided. Essure was inserted on (B)(6) 2013. It was reported hospitalization as event outcome, however the reporter did not specify it. Follow-up from 12-jun-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Follow-up received on 19-oct-2015 and additional information received on 03-nov-2015 (ptc investigation result): this case has been identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. Consumer stated that essure made her sick right after she had it done from cramping to lower back pain to leg pain to head aches and nausea. There were days she felt she was being poisoned, she even had pain after bowl movements. She can not began to count the doctor visits and how many times she had to visit the emergency room, no one wanted to listen to her, she was having trouble keep up with little every day to day task or trouble taking care of her two kids. She had depression and was scared for her life and cried a lot. She even got weird rashes time to time and on top of that one of her tubes never closed. She finely got ahold of the doctor who put the essure in her and had him remove it. He said that while removing her uterus and tubes that on one side one of the coils was embedded in her uterus and believes that had a lot to do with her pain. She had suffered over a year. Today she is getting her health back she still has lower back pain from time to time and weird sharp pains were her uterus would have been. She is happy to have her life back. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se the technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. It was reported that while removing her uterus and tubes, one of the coils was embedded in her uterus. Pain was considered as serious due to hospitalization and one of the coils was embedded in her uterus was considered serious due to its medical importance. Both are listed in the reference safety information for essure. In this case, it was reported that these events occurred after having essure inserted. Considering the nature of the events and that uncharacterized pain and embedded device may occur with essure therapy, a causal relationship between these events and suspect insert cannot be excluded. This case was upgraded to incident since a surgical intervention was performed. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. No further information is expected.